Manufacturer narrative:
The insulin pump powered up properly after battery installation and had operating currents within specification. However, a corroded battery tube was noted. No low battery alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces. No display anomaly was noted. No traces of moisture were noted at the electronic or motor assemblies. The insulin pump was received with minor scratches on the display window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had an unresponsive keypad. It was also stated that the customer received a low battery alarm after removing and exchanging the battery. It was also stated that the battery compartment had corrosion. The blood glucose reading was 111 mg/dl. The customer stated that they were on a boat and there was potential heat and moisture. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan.